Event description:
It was reported that on literature review treatment of hypertrophy of tongue tonsil by radiofrequency plasma, 28 patients had a foreign body sensation after a procedure for the treatment of hypertrophy of the tongue tosils using a reflex coblation wand.the events were treated/resolved by performing a revision surgery. 27 of the patients were bascially relieved after the second surgery, 1 other patient still had the foreign body sensation but was not treated again. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: treatment of hypertrophy of tongue tonsil by radiofrequency plasma.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided and thus a IFU/device labeling review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per subsequent e-mail, no further clinical information will be provided regarding the device nor the patient. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any relevant clinical information be provided, this case would be re-assessed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.